Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system experienced a boot-up issue, displaying a black screen and a complementary metal oxide semiconductor (cmos) battery checksum error. The system was powered on but would boot up up to a black screen. Troubleshooting steps included resetting the cmos battery, which allowed the system to boot with a "cmos checksum error, default loaded" message. The probable cause was identified as the cmos battery. There was no patient involvement.

Manufacturer narrative:
Continuation of d10) section d references the main component of the system. Other medical products in use during the event include: product ID: 9735672, serial/lot: unknown. H3, h6) the system was serviced in the field. The complaint was confirmed. The cmos battery was replaced and the system then booted as intended. Codes b01, c02, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0902 captures the black screen, a110201 captures the boot-up issue, and a1102 captures the checksum error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.